Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a severely calcified left anterior descending artery (lad). A 15/2.50 flextome¿ cutting balloon¿ was used for treatment. During the procedure, after ablation by a 1.5mm rotablator burr, the physician attempted to use this device from predilatation., however, the physician noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified that the balloon was not folded. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. The device was attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole at 0.5 mm distal to the distal end of the proximal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a severely calcified left anterior descending artery (lad). A 15/2.50 flextome cutting balloon was used for treatment. During the procedure, after ablation by a 1.5mm rotablator burr, the physician attempted to use this device from predilatation; however, the physician noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported and the patient's condition is good.